Event description:
"The issue was discovered prior to starting case. It was discovered that there were cracks present and light was coming out of the sides of the device. They opened 3 qty with same lot number and all three failed. They proceeded and used a different size fiber."

Manufacturer narrative:
Update since products were returned: the OEM's investigation that the "skip" in the hard clad coating at the location of one of the artifacts on one fiber was the cause of escaping light. This same instance was observed on the second fiber. The OEM determined that these artifacts are limited to the hard clad coating and does not affect the fiber core or glass cladding which contain the vast majority of the laser power. The OEM concluded that this is just a cosmetic effect. This is evident by both of the complaint fibers showing no loss of power or failures when tested on a dornier laser.

Manufacturer narrative:
No conclusions can be made since the products were not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"The issue was discovered prior to starting case. It was discovered that there were cracks present and light was coming out of the sides of the device. They opened 3 qty with same lot number and all three failed. They proceeded and used a different size fiber."